Event description:
The lay user/patient contacted lifescan on 10/11/05 and alleged that her one touch ultra meter was reading inaccurately erratic. The patient reported blood glucose results of 289 mg/dl, 231 mg/dl, and 117 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The patient also reported that she found a "glue-like substance" that she had to peel away from the test strips. She did not receive any medical attention or intervention. A replacement meter, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.